Manufacturer narrative:
This report is submitted on july 28, 2021.

Manufacturer narrative:
This report is submitted on june 30, 2021.

Event description:
Per the clinic, the patient experienced pressure necrosis and underwent skin revision surgery on (B)(6) 2021. Subsequently, the patient developed an infection and was treated with oral and IV antibiotics (date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.